Manufacturer narrative:
According to the facility the provider was using a 1.3 disposable gomco and "had trouble getting the instrument to completely clamp down". Per the facility "this caused additional trauma to the penis resulting in increased blood loss". No additional information was provided after numerous attempts. The device has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the provider was using a 1.3 disposable gomco and "had trouble getting the instrument to completely clamp down".